Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and became unwell during treatment. It was reported the patient "visited" the hospital; however, it was not reported if the patient was admitted for the events. The cause of the events, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was diagnosed with peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. It was reported that the patient was not recovered from the event. It was unknown if the patient was treated with antibiotics. Pd therapy was ongoing. The reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.